Manufacturer narrative:
File identification: (B)(4). H3: a log file analysis was conducted, and the customer¿s reported issue was confirmed. The issue is attributed to a faulty main electronics pcba. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device experienced tf 316 and 401 alarms. There was no patient involvement reported.